Event description:
No known adverse event. Biopsy inlet port rotating. Date of event is unknown. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51028) which was submitted. Therefore, MDR (9610877-2022-00282) filed on february 9, 2022 is considered a duplicate report.